Manufacturer narrative:
D9: added date nov 23, 2023. H4: added date august 27, 2015. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The subject device was returned to olympus for evaluation. During inspection and testing, an unstable image with noise occurred during angulation, caused by a disconnection of the image sensor cable. Additionally, the adhesive around the object lenses were observed to be deteriorated and chipped. The adhesive on the rubber covering was separated. The universal cord had a leak, and the cable tube unit had buckling, and the connector was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, the image issue was caused by disconnection of the image sensor, however, a definitive root cause could not be determined. The deterioration of the adhesive was likely due to physical and chemical stresses from use and reprocessing over time. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): operation manual: important information. Please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterradr 50/100s/200/nx: sterilization by sterradr 50/100s/200/nx? System may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the endoeye flex 3d deflectable videoscope had poor connection between the cable and video. Customer also mentioned that the image was lost, depending on the position of the cable. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.